Event description:
Allegedly screw head broke while locking into plate.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was dimensionally inspected and photographic images were made.(B)(4).

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.